Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the orificium fistulae. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for few seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the mustang 6.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon sleeve and extending approximately 16mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in orificium fistulae. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for few seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no complications reported and the patient was stable.